Event description:
Incident on (B)(6) 2019. A philips sonicare handle model hx685t (181011-1a) is defective. Erratic and violent vibrations from the handle dislodged the secured toothbrush head in my mouth that damaged my crowns and gums. Very painful and caused gum lacerations and tooth (crown) damage. Telephone (B)(6). Foreign call center demanded a receipt. Repeatedly told not to inform or to contact the cpsc in the us and this would be taken care of internally by (B)(6). No offer to pay for dental repairs. No other consumers or children should be damaged in this manner. Thank you for your assistance. See scanned pages.